Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis; however, the device was not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed, mildly tortuous, and heavily calcified de novo lesion in the mid right coronary artery. A 3.0x12mm nc traveler balloon dilatation catheter (bdc) was opened; however, it was not used as the stylet was stuck in the balloon and it could not be removed. The procedure was successfully completed with a non-abbott nc bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.